Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was sticking which resulted in the touchscreen remaining illuminated longer than intended. Subsequently, the battery fully depleted which resulted in the pump shutting off. Customer¿s blood glucose was 430 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.